Event description:
Info received that the head of bed will not raise. No injury reported.

Manufacturer narrative:
Head of bed will not raise. Found manifold did not have enough power to raise head section, replace the hydraulic manifold resolve this issue. Bed in maintenance work room.